Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2004; dtba1d1 bi-v ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a routine battery change out procedure, an implantable cardioverter defibrillator (ICD) ws connected to the left ventricular (lv) lead. The lv lead exhibited high thresholds. A second ICD was connected to the lv lead. The lv lead continued to display high thresholds indicating the issue was related to the lead and not the devices. The lead remains in use. No patient complications have been reported as a result of this event.